Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a segmental resection of lung, the surgeon approached to pulmonary parenchymal and started the firing purple reload, however at second squeezing, a strange sound was heard, and he/she could not fire the device. The surgeon re-started stapling with black reload, from the point of the previous stapling stopped, however at the second squeezing; he/she could not fire the device. They considered reload applied a torque. Then the surgeon re-started stapling with different reload from the point of the previous stapling stopped, however he/she could not fire the device at the rest of 1cm. The procedure was completed with another device. The surgical time was extended by less than 30 min. No patient injury.

Manufacturer narrative:
Additional info: evaluation summary: post market vigilance (pmv) led an evaluation of two devices. Initial visual inspection of the instruments noted no abnormalities. F unctionally, the instruments were loaded with a representative reload. During the firing cycle, a skip was audible in the firing stroke for both instruments. Access holes were cut into the instrument bodies for visualization of their firing rack. This examination noted sheared teeth on the firing rack on both instruments. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the sheared teeth on the firing rack may occur in any of the following circumstances: 1. Firing over tissue that is beyond the recommended thickness range. 2. Firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly, and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. "1. Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.